Event description:
As reported, the hemostasis valve of a 6f 11cm si brite tip catheter sheath introducer (csi) came off while removing the dilator. A 6f exoseal vascular closure device was able to be used with the damaged brite tip csi to achieve hemostasis and complete the procedure and there was no reported patient injury. This was during an endovascular therapy (evt) procedure in which a contralateral approach was made from the left femoral artery with a 6f 45cm non-cordis csi to teat a lesion in the right superficial femoral artery (sfa). The 6f 45cm non-cordis csi was replaced with the 6f 11cm brite tip csi in order to use an exoseal vcd for closure; however, upon removal of the dilator the hemostasis valve of the brite-tip csi came off. The 6f 11cm brite tip csi was stored and prepared per the instructions for use (IFU) without difficulty. There was no difficulty experienced while inserting the dilator into the csi, and there was no difficulty inserting he csi over the guidewire. The dilator was not difficult to remove and, prior to the separation, the csi was not kinked, and it had not been twisted or torqued. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hemostasis valve of a 6f 11cm si brite tip catheter sheath introducer (csi) came off while removing the dilator. A 6f exoseal vascular closure device was able to be used with the damaged brite tip csi to achieve hemostasis and complete the procedure and there was no reported patient injury. This was during an endovascular therapy (evt) procedure in which a contralateral approach was made from the left femoral artery with a 6f 45cm non-cordis csi to treat a lesion in the right superficial femoral artery (sfa). The 6f 45cm non-cordis csi was replaced with the 6f 11cm brite tip csi to use an exoseal vcd for closure; however, the hemostasis valve of the brite-tip csi came off upon removal of the dilator. The 6f 11cm brite tip csi was stored and prepared per the instructions for use (IFU) without difficulty. There was no difficulty experienced while inserting the dilator into the csi, and there was no difficulty inserting the csi over the guidewire. The dilator was not difficult to remove. Prior to the separation, the csi was not kinked, and it had not been twisted or torqued. One non-sterile unit of ¿si brite tip 6f 11cm str¿ was received in two different shipments. The brite tip csi and the vessel dilator were returned in the first shipment. The cap of the hub was not returned with this shipment. Visual analysis of the returned components revealed damages to the hub edge. The second shipment included the involved 6f exoseal vascular closure device with the cap and the gasket of the csi inserted over the proximal section of the delivery shaft. No damages were noted to the cap or gasket. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and found within specification. The hub was inspected with a vision system to obtain a magnified image of the damage and no additional details were appreciated. The cap and gasket were also inspected with a vision system and no damages or anomalies were observed. A product history record (phr) review of lot 18039685 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. However, further analysis of the damage noted on the proximal edge of the hub was conducted by the product evaluation team (pet) and it was concluded these damages are related to the manufacturing process. The complaint reported by the customer as ¿hemostasis valve/hub ~ separated - during use¿ was confirmed. The returned unit presented with a separated cap. Damages were noted on the proximal edge of the hub. According to the warnings in the safety information in the instructions for use ¿insert the vessel dilator through the csi¿s hemostasis valve, snapping it into place at the hub. Detach the vessel dilator from the csi by releasing the snap-fit ring at the hub.¿ these findings are considered related to the manufacturing process as confirmed through the product evaluation. Therefore, the event has been escalated and a risk assessment has been initiated.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18039685 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.